Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data was collected from the device and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient was getting a double mastectomy and tissue expanders were used that required magnets to find the port in the expanders. The presence of the magnets triggered the magnet alert on the patient's implantable cardioverter defibrillator (ICD). Once the tissue expanders were removed, the magnetic alert ceased. No intervention was taken on the ICD and the ICD remains in use. No patient complications have been reported as a result of this event.